Manufacturer narrative:
Concomitant medical products: addr01, ipg, implanted: (B)(6) 2013.

Event description:
It was reported that the patient's lead exhibited occasional p-wave undersensing during the patient's arrhythmia. The lead remains in use and no intervention was conducted or planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.